Event description:
Related manufacturer reference number: 2017865-2021-32073. It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was oversensing noise. The lead was explanted and replaced. During procedure, the atrial lead was stuck to the right ventricular lead and was explanted and replaced as well. The patient was stable post procedure.